Event description:
It was reported by the customer that the catheter cap was not fully secured inside the packaging, and both the needle and catheter appeared bent upon inspection. In another incident, the needle and catheter began to bend immediately upon insertion into the skin, even before any advancement. The device was promptly retracted to prevent potential harm to the patient. No information was received regarding any serious injury as a result of this product issue.